Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical devices: 6996sq41 lead implanted: (B)(6) 2004; 0184 lead implanted: (B)(6) 2004. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient received inappropriate therapy. It was further reported there was oversensing on the right ventricular (rv) lead sense vector and intermittent noise was observed with non-physiologic signature. A lead-lead interaction is suspected and per the clinic, the proximity of placement between the atrial and rv lead is the suspected cause. Device detections have been turned off and system explant will be performed at a later date as the patient no longer meets criteria for needing an implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.